Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 1 and 4. X-rays were inconclusive. Surgical intervention may take place to address the issue. The investigation did not determine which lead was recording high impedances.

Manufacturer narrative:
Corrected data additional components potentially involved in the event include: d10 - concomitant medical products and therapy dates. Common device name: drg: lead, model: mn20450-50a, sn# (B)(6), batch: 7333911. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the physician was unable to remove the leads due to scar tissue and one lead was broken and the tail was cut during the surgery. The leads remain implanted.